Event description:
Customer called to report high and low blood glucose levels. Customer's reported a high blood glucose reading of 435 mg/dl and a low of 61 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.